Manufacturer narrative:
Analysis not available yet

Event description:
Reportedly, one (B)(6) 2024, the device could not be implanted. The doctor was unable to screw in the ventricular lead. He had initially screwed it in, while the lead was not pushed in to the maximum. After this screwing, he was unable to move the screw.

Manufacturer narrative:
The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque limiting screwdriver. Several observations were noticed during the device¿s expertise: ventricular cap slit is punched in the middle. Presence of glue bead on terminal block and setscrew. Presence of silicon inside the hexagonal cavity of the setscrew. No regular tightening mark on the ventricular and atrial screw tips were found. Those observations indicate that too much strength was used generating additional difficulties (difficulty to screw the screwdriver into the setscrews cavities due to silicon piece inside the cavity) and, finally, has damaged the device. Based on the available information, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, on (B)(6) 2024, the device could not be implanted. The doctor was unable to screw in the ventricular lead. He had initially screwed it in, while the lead was not pushed in to the maximum. After this screwing, he was unable to move the screw.